Event description:
Device malfunction: premature clip deployment/clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after un unspecified procedure. Reportedly, when advancing the thumb advancer, the clip prematurely deployed in the subcutaneous tissue prior to the sheath completely splitting. The clip was left in the subcutaneous tissue. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.